Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead was explanted and replaced during a routine device change out procedure due to noise. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.1 cm was returned for analysis. The damages found was sustained during the surgical procedure. The lead was otherwise normal.